Manufacturer narrative:
During failure analysis, overheating was confirmed; the device overheated during performance testing. Visual examination revealed debris within the device and around the upper bearings of the device. There probable cause of the failure was attributed to the debris within the device. The presence of debris can lead to increased friction between the moving parts; this can lead to increased heat production. The micro drill medium straight attachment is not a repairable device.

Event description:
The micro drill straight attachment was sent in for evaluation due to overheating during a routine maintenance visit. There was no patient involvement, no adverse event was associated with the device.